Event description:
Attempting to inflate a conmed 20mm esophageal balloon. The luer connection did not fit into the inflation syringe and leaked while the dilation was attempted. Unable to maintain proper pressures throughout procedure. Dilation success questionable. This is the third time this has happened before we understood the problem. The rep was notified in 8/2006 with no response. He has been called again and has agreed to refund the balloons in stock.